Event description:
It was reported while using the bd phoenix panel nmic-307 an unspecified number of patient isolates have false resistance (high mic) for the drug ertapenem. The user verified the patient results with e-test strip prior to releasing to providers. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results for ertapenem when using phoenix panel nmic-307 (catalog number 449283) batch number unknown. The customer did not return phoenix generated lab reports, panels or isolates for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix panel nmic-307 an unspecified number of patient isolates have false resistance (high mic) for the drug ertapenem. The user verified the patient results with e-test strip prior to releasing to providers. No health impact or consequence reported.